Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a sendit delivery device (sendit), a neuron max 6f 088 long sheath (neuron max), aspiration tubing (tubing), a penumbra engine and a guidewire. During the procedure, the physician advanced the red72 over the sendit and through the neuron max to the target location. Then, the engine was turned on to initiate aspiration; however, the physician noticed there was no flow through the tubing. Therefore, after approximately one minute, the red72 was removed from the neuron max with aspiration still on. Upon removal, the distal end of the red72 was noticed to be unraveled about six inches from the distal tip and clot was also noticed at the distal tip of the red72. Radiographic imaging was performed and revealed that small distal clot was still present. Therefore, the physician completed the procedure using a non-penumbra catheter, the same neuron max, and the same engine. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.